Event description:
It was reported that the patient came in for a device check because the patient heard the device beeping for over a year and a half. The device had reached elective replacement indicator. Upon interrogation there was one episode noting electrical magnetic interference causing noise and oversensing. The device was explanted and replaced. There were no patient complications reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated (eri) in save to disk on (B)(6) 2009; the device eri was less than or equal to 2.62 volt. Device reached end of life (eol) at 3 months after eri. The weekly battery voltage trend data shows min bat equal to 2.61 to 2.58 volts minimum between (B)(6) 2010 and (B)(6) 2012 and there was one patient alert for low bv on (B)(6) 2009 03:00:02.